Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported internal energy high error. The surgeon waited for some time and was able to perform an energy check and decided to proceed. Reporter informed that the laser failed to provide proper energy, and kept failing due to energy 20 percent above or below expected. Ten patients were scheduled for surgery, out of which two were treated and the remaining eight patients were sent home without any surgery. The two patients treated were noted to have suffered through the laser starting and stopping. Reporter informed that the patient, referenced in this report, did not receive treatment due to laser sensor malfunction. Patient was noted to have returned four days later, at which time flap was lifted and laser treatment was performed. Patient¿s prognosis was reported to be good. There are multiple related reports for this event. This report addresses the patient (B)(6) left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. During onsite visit the field service engineer (fse) replaced the e4 sensor, e4 beam splitter and completed beam profile, performed system verification as per sir (service installation record). Field service engineer (fse) attended surgeries, system works as intended, no errors during the operation. Review of the log file for the day of treatment shows all laser system functions were within specifications for the respective treatment. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. Energy check was repeated several times due to internal energy too low and continue with laser pedal. After the error message, the user started the device again and performed the necessary system tests again; the error message appeared again during energy check. After several attempts, the energy check was successfully completed. With the available patient information, no treatment could be found for the patient's left eye in the log file. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).